Manufacturer narrative:
(B)(4). D10 ¿ 32-422806, lot# zb140801, oxf gap gauge med 3/4mm. 32-422805, lot# zb140801, oxf gap gauge med 1/2mm. 32-422808, lot# zb140801, oxf gap gauge med 7/8mm. 32-422809, lot# zb140901, oxf gap gauge med 9mm. G2 ¿ foreign ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the plastic paddles are leaving blue debris. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned provided pictures identified signs of instrument wear, light scratches and gouging which could be expected with repeated use and time in the field (approximately ten years). There are some signs of what appears to be faded areas, however due to the quality of the photographs it cannot be determined if this is staining, delamination or another issue. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.